Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and reported failure was confirmed. Visual inspection found no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) There was an audible noise coming from the instrument as it moved on the system. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Both pitch a grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier had non intuitive movements when engaged in the robot. The instrument squeaked and clicked. The procedure was completed with no reported injury. Intuitive surgical (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Advanced failure analysis engineering performed further failure analysis on the medium-large clip applier instrument and confirmed the initial findings. The instrument was placed on an in-house system and confirmed to exhibit imprecise motion. It was observed that when articulating the tips, the grip cable was loose and as a result, would get derailed on the pulley and then move back into place, making a clicking sound. This caused the imprecise motion observed.

Event description:
Refer to h10/h11 for follow-up information.